Event description:
It was reported a patient underwent an initial right total knee arthroplasty. Subsequently had a manipulation under anesthesia 4 months post procedure due to arthrofibrosis, stiffness, and decreased rom.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42502606202 femur cemented cruciate retaining std rt sz 7 lot# 65076283, MDR: 3007963827-2022-00233. 42532007102 tibia cemented 5 degree stemmed right size e lot# 65056927, MDR: 3007963827-2022-00234.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 h3: there is no product involvement and the mua was performed due to scar tissue only. It was reported a patient had a total knee arthroplasty. Subsequently, approximately four months later, underwent a manipulation under anesthesia due to arthrofibrosis. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10